Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that fluid leaked from both the tko and medline at the hub while connected to a patient. The tko, medline and cap were replaced with no further issues. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a fluid leak was not confirmed. Visual inspection of the set did not reveal any discernible signs of damage or abnormalities with any of the components. Functional and pressure testing resulted in no leaking with any of the components. The root cause of the reported failure was not determined.

Event description:
The customer reported that fluid leaked from both the tko and medline at the hub while connected to a patient. The tko, medline and cap were replaced with no further issues. There was no patient harm.